Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker replaced the device's main keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the replaced part at the product analysis center (pac). During evaluation at pac, the reported issue was verified. It was determined that the cause of the reported issue was the metal dome assembly of the on/off button, part of the main keypad. The main keypad was destructively tested and was archived by stryker.

Event description:
The customer contacted stryker to report that their device power button malfunctions. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.